Event description:
This info was reported to a clinical education specialist as a customer complaint. Product was successfully used on the rcfa following a diagnostic catheterization. Four days later the pt was lifting when he felt a pop in the right groin. A pseudoaneurysm was diagnosed and treated with ultra sound guided compression.